Manufacturer narrative:
The device is available for evaluation. It has not been received. The investigation is pending.

Event description:
The event involved an admin set with chemolock¿ and spiros¿. It was reported that the plum pump was delivering the chemotherapy regimen as expected, and the set (list number 011-cl4129) had been backprimed. Afterward, the medication cisplatin was connected to the set and infused at a rate of 999 ml per hour. Shortly after starting the infusion, a leak was observed above the spiros connector on the set. The issue occurred while the set was in use on a patient and had been running for only a few minutes. The leak was noticed when medication was seen leaking out from the set. The infusion was immediately stopped, and the set was replaced. It was confirmed that no chemotherapy remained in the line after flushing, and no visible cracks were found on the product. There was patient involvement; however, there was no delay in therapy and no adverse events or harm reported.

Manufacturer narrative:
A series of photos were shared by customer, where customer pointed to the area where a leak is coming from, however no leak on the photos is observed and no additional damage or anomalies are observed. One (1) used. List #011-cl4129, 102 cm (40") admin set w/chemolock¿, 20 drop in-line drip chamber w/15 micron filter, spiros¿ w/purple cap, bag hanger was returned for evaluation. As received, no physical damage or anomalies were visibly noted. The set was primed and a leak from the top of the spiros was noted, this was dissembled and no visible damage, or molding anomalies were noted. Complaint of leaks can be confirmed. The probable cause is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 12/19/2025.